Event description:
It was reported that on (B)(6) 2013: the patient underwent an MRI of the lumbar spine with contrast. Impression: finding compatible with l4 laminectomy and posterior fusion of l4 and l5. Allowing for limitations related to the metallic hardware presents, no definite enhancing granulation tissue is noted at the level of the spinal canal, the suspected granulation tissue is noted along the surgical approach, laminectomy defect; multi-level lumbar spondylosis exacerbated by grade 1 anterolisthesis of l3 on l4 and l4 on l5 as above. It was reported that the patient developed injuries following the use of rhbmp-2/acs.

Event description:
On (B)(6) 2010: the patient presented with diagnosis of lumbar spondylosis and stenosis. The patient underwent l4-5 minimally invasive surgically guided laminectomy with transformational lumbar interbody fusion using bone morphogenic protein and also underwent pedicle screw fixation operations. Guidewires, set screws, screws, rods and peek cage and graft. No other information was provided.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.